Event description:
A report was received that the patient is going to have his precision system explanted due to infection in the pocket. The physician has treated the patient for 30 days with antibiotics and the ipg was now exposed. The patient was explanted,and he is reportedly doing well.